Manufacturer narrative:
Replacement breastshields, tendercare lanolin and hydrogel pads were sent to the customer. On (B)(6) 2016 the customer called after receiving a follow up letter and stated that she received a 10 day courses of an antibiotic, allergy pills and an ointment for the allergic reaction. The customer is using a different breastshield now and the issue is resolved. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event.

Event description:
The customer reported to customer service on (B)(6) 2016, that the breastshield to the pump in style advanced, were causing an allergic reaction.